Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a non-implanted device valve was leaking during surgery. Patient contact did occur. Surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening. Leak test was performed and found an opening on anterior. A microscopic analysis was performed which identified a striated edge opening in the anterior, consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on anterior due to surgical damage.

Event description:
Healthcare professional reported a non-implanted device valve was leaking during surgery. Patient contact did occur. Surgery was completed with a backup device.